Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose of 327 mg/dl after a recent supply change, with rising glucose over several hours; the caller was advised to change the infusion set site or perform a full supply change and chose to proceed with a site change, and the device problem and specific component were not identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.